Event description:
It was reported the right ventricular lead impedance measurement was high and the threshold had increased. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary :the full lead was returned in segments and analyzed. No anomalies were found. A proximal portion was received measuring 51 cm. A distal portion was received measuring 51 cm. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: d154atg, implantable cardioverter defibrillator (ICD), (B)(6) 2008. A 5076, implantable pacing lead, 2008. (B)(4).